Manufacturer narrative:
The reported issue that the 2 pc units were alarming for low battery during a patient infusion was confirmed via log analysis. The log review identified the ac power was intermittently disconnecting. It disconnected at the same time during the infusions and remained disconnected for an approximate duration of 3 hours and 20 minutes before alarming for low battery (lb1). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The ac power reconnected approximately a minute after the low battery alarm then disconnected again momentarily approximately 15 minutes later inducing another low battery alarm. The ac power reconnected within a few seconds after the second low battery alarm; this is suspect to be the event reported where the ac indicator lights were lit but also displayed battery low. The inspection and testing process performed found no existing malfunctions and the pcus to have a stable ac power connection.

Event description:
The customer reported that the 2 pc units were alarming for battery low during a patient infusion with a total of 7 modules. The devices were plugged in at the time of the event. The ac indicator lights were lit but also displayed battery low. Biomed tested the devices with one module in biomed and was not able to duplicate the event. Pcu s/n: (B)(4) had four channels infusing. Channel a: sn (B)(4) was infusing desmopressin at 100 ml/hr; channel b: sn (B)(4) was infusing bicarb at 125 ml/hr; channel c: sn (B)(4) was infusing propofol at 8.5 ml/hr; and channel d: sn (B)(4) was infusing calcium gluconate at 110 ml/hr. Pcu s/n: (B)(4) had 3 channels infusing. Channel a: sn 14977410 was infusing phenylephrine at 112.5 ml/hr; channel b: sn (B)(4) was infusing epinephrine at 225 ml/hr; channel c: sn (B)(4) was infusing norepinephrine at 60 ml/hr. No patient harm was reported.